Event description:
A report has been received that occurred at a canadian long term care user facility. It was learned by the dealer that the t cable only works when it is wiggled to get it to work. The part was replaced under warranty. No injury to the involved end user.